Event description:
It was reported that the patient underwent total hip arthroplasty in approximately (B)(6) 2000. Subsequently, patient was revised on (B)(6) 2014 due to fracture of the locking ring. All components removed and replaced.

Manufacturer narrative:
No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date implanted ¿ (B)(6) 2000. Manufacture date ¿ 1998. The following sections could not be completed with the information provided. Expiration date - unknown.